Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 38676 were returned and analyzed. The data files showed at least 6 applications were performed with the returned balloon catheter without any issues or system notices on the date of event. The files also showed at least 15 applications were performed with a non-returned catheter without any issues or system notices on the date of event. System notice #50005 could be confirmed through file analysis. Visual inspection of the balloon catheter showed a kink inside the inner balloon. Smart chip verification indicated the catheter was used for 5 injections. Pressure test revealed a leak through the guide wire lumen at the tip attachment to the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at the tip, and guide wire lumen separation. Dissection of the handle did not show traces of blood. The guide wire lumen was also kinked at 6.2¿ from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach at the tip, separation from the tip, and kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.